Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified the wrong tip was returned with the (B)(4) impactor handle. The print shows the tip is black in color, and a gray tip was returned. The grey tip is confirmed to be broken. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Impactor pn (B)(4) device was returned with the wrong impactor pad, which is epoxied onto the threads of the device, and is not meant to be removed. However, it is unknown if switching the impactor pad caused the damage to the impactors. The reported event is confirmed by returned product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: concomitant medical products, part number (lot number): 405808 (unknown) the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the glenosphere metal impactor tip cracked and the baseplate impactor plate had stripped threads. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: concomitant medical products, part number (lot number): 405808 (1635801). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.